Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the advantage system used. (B)(4).

Event description:
Reporter alleged obtaining a result of 215 mg/dl on the advantage system compared back to back with a result of 79 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated that she ate peanut butter to self-treat herself. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.